Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
The symptoms fully resolved 5.5 months after injection.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the mid-face with juvéderm voluma® xc. The patient experienced ¿non-inflammatory nodules" 2 months after injection. The patient disclosed a ¿minor infection¿ one week prior to nodule formation. The patient was given ciprofloxacin and ¿the condition is greatly improving.¿